Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer was instructed to call back if any malfunction code recurs. The customer acknowledged and understood the instructions and was able to continue using the pump without further issues.